Manufacturer narrative:
The root cause for the reported issue of an syringe pump did not alarm for occlusion was not determined because no device logs were returned. The reported issue that there was an syringe pump did not alarm for occlusion could not be confirmed. No further investigation of this event is possible at this time.

Event description:
It was reported that on (B)(6) 2021, a 1.5 kg infant, admitted to the neonatal intensive care unit, was receiving alprostadil 0.03 mcg/kg/min (0.27 ml/hr) via the alaris syringe pump. At some point during the day, the tubing was clamped, and around 1500, the baby decompensated and became mottled. At that time it was discovered that the line was clamped. There were no occlusion alarms. It was noted that the syringe tubing used did not have a pressure sensing disc (tubing set model baxter 2n3348) and the syringe was a bd plastipak 50ml syringe. As a result of the event, the baby was given normal saline bolus 10ml/kg and was transferred to a tertiary care center. The baby improved clinically once the prostaglandin infusion was restarted and the dose was increased. Blood gas normalized and the patent ductus arteriosus (pda) was see to be open on a repeat echocardiogram after the transfer.